Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reported on (B)(6) 2023, the recipient could not hear sounds with the device. The recipient has been re-implanted.

Event description:
Reported on (B)(6) 2023, the recipient could not hear sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found are related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.